Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of patient on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. It was reported that the device used by the patient was under 2 years of age. The animas vibe labeling states: the animas vibe system's continuous glucose monitoring (cgm) is indicated for detecting trends and tracking patterns in persons (age 2 and older) with diabetes, and is intended to complement, not replace, information obtained from standard home glucose monitoring devices. At the time of contact, no injury or medical intervention was reported.